Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had not used her device for about a year prior to the report. It was noted that the patient was not able to get it recharged and the device didn¿t seem to be helping the patient. It was noted that the patient met with the health care professional (hcp) and discussed having the device removed. It was noted that the hcp wanted the patient to meet with a manufacturing representative first to see if the device could be jump started and working before moving forward with an explant. It was noted that the device was not working. It was noted that the device did not work for the patient for about 6-7 months and then she tried again and it was about a year that the patient couldn¿t get it to recharge or work. It was noted that the device had been shut off for a year to a year and a half prior to the report. Additional information received reported that there were no diagnostics performed. It was noted that the manufacturing representative was going to meet with the patient to perform a physician mode recharge (pmr) after the patient had a foot surgery. It was noted that the patient was fine and she ¿just didn¿t and could not use her stimulation.¿